Event description:
It was reported that a malfunction occurred with the pump, identified as "malf 1." There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy and the pump was within warranty. Technical support confirmed the shipping address and arranged for a replacement pump. The customer was also instructed on how to put the pump into storage mode and to return the malfunctioning pump within 10 days using a pre-paid label, which the customer acknowledged and understood.